Manufacturer narrative:
Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with their advance sling. The patient's incontinence had been improved for over two years. Three months later, the patient had an artificial urinary sphincter placed. The patient was recovering. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the patient experienced recurring incontinence with their advance sling. The patient's incontinence had been improved for over two years. Three months later, the patient had an artificial urinary sphincter placed. The patient was recovering. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.